Manufacturer narrative:
Result of investigation: the ventilator was returned to carefusion and evaluated. Initial inspection of the ventilator found the turbine was disconnected from the main board. Once the turbine was connected to the main board, the reported problem could not be duplicated. The turbine was disconnected from the main board and the problem was duplicated. It was determined the problem was caused by disconnection of the turbine to the main board.

Manufacturer narrative:
Carefusion file identification number: (B)(4). Any additional information received will be evaluated and included in a follow-up report if required. (B)(4). The suspect device has not been received by carefusion.

Event description:
A customer reported to carefusion that a vela ventilator generated "vent inop" (ventilator inoperative) alarms and "motor fault" alarms. The customer reported to carefusion that there was no patient involvement associated with the event.